Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging restriction of throat with difficulty breathing and speaking, and worsening allergies. There was no report of medical intervention. No additional information can be requested at this time.

Manufacturer narrative:
The "component code grid" has been corrected in this report. In this report, box h has been updated/corrected.

Manufacturer narrative:
In previous report manufacturer captured wrong device information, product brand name, manufacturer date and it has been corrected in this report. In box d: product brand name, model number, catalog item identifier, serial number and product UDI has been updated in this report. In box h: manufacture date updated. Additional information was received on december 03, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging restriction of throat with difficulty breathing and speaking, and worsening allergies. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.